Manufacturer narrative:
Sample was received for evaluation. The sample was visually inspected and the needle guard was raised and blocking the flow. The valve was hydrated and when flushed, the valve failed with no flow. The root cause for the raised needle guard could be due to handling, as noted in the IFU. Do not fold or bend the valve, folding or bending might cause rupture of the silicone housing, needle guard dislodgement or occlusion of the fluid pathway. Due to no lot information, a review of manufacturing records could not be performed. Based on the results of the investigation, the reported issue is confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). It has been reported that the device will be returned for evaluation. Upon receipt of the device or other relevant information, a follow-up report will be submitted.

Event description:
As reported by the ous affiliate, 3 1/2 months after implantation with a certas plus valve, the patient experienced a fall, causing it to become obstructed. The patient fell and had broken a bone. It was suspected that the valve would have been damaged when the patient fell. Two weeks later, the valve obstruction was confirmed by x-ray. A few days later, a revision surgery was performed. The patient has a medical history of subarachnoid hemorrhage. The valve was implanted due to communicating hydrocephalus. No permeation of blood or debris to the cerebrospinal fluid was confirmed. The patient has recovered. The valve will be returned.